Event description:
It was reported that during a coronary artery stenting treatment procedure stent dislodgement occurred. The lesion being treated was a calcified, sub-total stenosis of the proximal and distal rca (right coronary artery). A 6f non-bsc guide catheter was placed and pre-dilation of the proximal rca lesion was performed. A 3.0x12mm promus element stent was placed in the proximal rca lesion. The distal rca lesion was pre-dilated and the physician advanced a 2.75x24mm promus element stent, but it got stuck at the proximal curve, prior to the placed 3.0x12mm promus element stent. The physician attempted to pull the stent back, but was unable to do so. The stent was "lost" and moved to the internal iliac. Blood flow was okay and the patient was discharged the same day. There were no reported patient complications. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).